Event description:
Six days later, on (B)(6) 2014, two nurses were helping the patient sit up when a loud continuous alarm was heard. Two power sources ((B)(4)) were connected to the controller ((B)(4)) at the time. The controller was observed to shut down and the patient experienced a 10 second pump stop. All ports were checked (including manipulation of the power ports) and felt to be correctly connected. Thereafter, the controller reportedly powered up spontaneously and the pump restarted. The equipment in use was exchanged. The patient suffered no injury and has been well since.

Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The devices were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on the date of the reported event. Analysis of the devices revealed that the devices met specifications; all devices passed visual inspection and functional testing. The battery and controller ac adapter passed testing and is unlikely to have malfunction during the reported event. Additionally, log file analysis did not reveal any strange or unusual behavior. The cause of the loss of power could not be conclusively determined; all devices passed testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.